Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No unexpected constant tone or audio anomalies were noted during testing. The insulin pump had missing segments and a partial display due to moisture damage on all electronic assemblies. The functional testing could not be completed due to the display anomaly. Moisture damage was also noted to the motor and force sensor resistor. The insulin pump had minor scratches on the display window, cracked reservoir tube lip, scratched reservoir tube window and cracked battery tube threads.

Event description:
The customer reported via phone call that the insulin pump was in water and had a constant tone. The customer stated that the insulin pump was no longer working. The customer's blood glucose was unknown. The customer explained that she was on a boat, the boat capsized and the insulin pump was in the water for about 5 minutes. The customer stated that the insulin pump was not vibrating without an alarm or alert. The customer confirmed that the insulin pump's display went blank immediately after the insulin pump was exposed to moisture. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per healthcare provider's instructions. The customer was informed the device would be replaced. The customer agreed to return the product for analysis.